Event description:
It was reported that the first micl13.2 implantable collamer lens that the surgeon inserted tore (see MFR report # 2023826-2009-00198) and it took awhile to get the damaged lens out of the eye. Consequently, the pt's iris collapsed and the surgeon could not get this lens to seat properly behind the pupil. This lens was removed without any pt injury and the pt left without a lens. The following week the pt returned and an icl was successfully implanted. The pt was doing fine.

Manufacturer narrative:
Other, iris collapsed unlabeled. Other, no complaint against the lens.